Event description:
The snap ring on the thread is broken. The screwdriver can no longer be screwed in. The breakage was observed after the procedure.

Manufacturer narrative:
The reported event could be confirmed. A review of the inspection records revealed no discrepancies. The device inspection revealed the following: a screwdriver strike plate gamma3® 8x250mm for evaluation with a completely missing c-ring. As nothing was reported during last functional check before the last usage and due to the fact it was ¿observed after the procedure¿ the case [damaged/detached c-ring] is rather related to a sub-optimal intraoperative procedure [inadequate handling]. Due to missing check of the c-ring, it was not recognized that it was damaged [broken]. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to inadequate handling and has to be classified as user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The snap ring on the thread is broken. The screwdriver can no longer be screwed in. The breakage was observed after the procedure.